Event description:
It was reported that patient underwent an ipg pocket revision on (B)(6) 2022 due to discomfort at ipg site. Surgical intervention was undertaken wherein the ipg had moved deeper. No product was explanted. Therapy was restored and ipg site pain has resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.